Event description:
It was reported that during a device upgrade procedure, the physician observed an insulation abrasion on the right ventricular lead. All measurements were within range. The lead was capped and replaced. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).